Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm was observed when used with a one-link needle-free IV connector. It was further reported, during a tpn (total parenteral nutrition), intralipids and dopamine infusion an occlusion alarm was observed on an unspecified infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.